Event description:
Additional information was received indicating that there was an episode of noise that resulted in non-sustained oversensing on the right ventricular (rv) channel prior to explant of the rv lead.

Event description:
During a follow-up, there were noise episodes noted on the right ventricular (rv) channel after the patient had been carrying heavy construction materials. The rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The distal end of the lead was received for analysis. Visual inspection of the lead revealed an external insulation abrasion was noted in one location consistent with friction to the device can breaching the ring electrode cable lumen with an abrasion noted to one of the ethylene-tetra-fluoro-ethylene (etfe) cable coatings. The cause of the reported event was isolated to the exposure of the ring electrode conductor cable in the abrasion zone.